Event description:
It was reported to philips that the host computer was defective, which can impact booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) went onsite and confirmed that the host computer not working. To resolve this issue, fse replaced the host pc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.